Event description:
It was reported that an unspecified malfunction occurred. According to the patient, on (B)(6) 2025, the patient¿s betabionics ilet insulin pump showed three dots and no cgm values. The patient could not recall any specific alert message being shown at this time. It was not specified how long the patient¿s cgm had been in this error state. No blood glucose (bg) meter comparison values were taken. At some point, the patient began to experience blurry vision, vomiting, and weakness. The patient¿s husband called 911. Once ems arrived, the patient could not recall being provided with any treatment but she was transported to the emergency room (ER). At the emergency room, the patient¿s bg level was 1100 mg/dl and the patient was brought to ICU. The patient was treated with an IV insulin drip and an oral anti-nausea medication and was discharged the following day (less than 24 hours). The patient was feeling ¿fine¿ at the time of report. Per medical review, this would constitute a serious adverse event as there was a serious injury (bg level of 1100 mg/dl) and medical intervention (IV insulin drip). No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.